Event description:
It was reported to nova biomedical that while on a cruise, a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered an unk amount of insulin based on the hi reading. Subsequently, she experienced a hypoglycemic event which required medical intervention with the ship's dr. The test strips in question will not be returned for eval, the vial was discarded.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.